Manufacturer narrative:
(B)(4). Eval, results: (death), (hyperlipidemia, abnormal lipid metabolism, previous thrombus, afferent bifurcation lesion morphology). Conclusions: (patient's condition pre-disposed event - hyperlipidemia, abnormal lipid metabolism, previous thrombus, afferent bifurcation lesion morphology).

Event description:
The physician successfully implanted a 3.5 mm diameter x 12 mm length driver rapid exchange (rx) coronary stent inside a previously deployed other brand stent (stent-in-stent). The other brand stent had been implanted to the lad # 6 approximately 16 months previously. The target lesion was reported to be an afferent bifurcation. Approximately 16 months post implantation of the other brand stent, the patient was hospitalized due to chest pain. A coronary angiogram confirmed a thrombus inside of the previously deployed other brand stent, distal to the stent. This was treated by poba and aspiration. The related driver rx stent was deployed during this intervention. Approximately 3 months later patient death occurred due to cardiac failure.